Manufacturer narrative:
It was reported that a spi bus failure had occurred. The remote service engineer (rse) reviewed the logs and confirmed the error codes. The rse determined a replacement of the data acquisition (da) printed circuit board assembly (pcba) was required. The customer declined service and repair, and no further service was provided. The customer declined service and repair, and no further service was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a serial peripheral interface (spi) bus failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a spi bus failure had occurred. The remote service engineer (rse) reviewed the logs and confirmed the error codes. The rse determined a replacement of the data acquisition (da) printed circuit board assembly (pcba) was required. This investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. This investigation is still ongoing.